Manufacturer narrative:
The instrument was returned and evaluated. Complaint wires are sticking out is confirmed. One grip close cable is broken at the distal idlers. Idler pulley spins freely and was not damaged. Cable segment sticks out at wrist. Other cables at wrist are not damaged. No other damage found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci s surgical procedure, the surgical staff reported seeing wires sticking out at the distal end of the large needle driver instrument. No patient harm, adverse outcome or injury was reported.